Event description:
Philips received a complaint on the heartstart xl+ indicating that the shock energy was low. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the therapy capacitor, which was replaced to resolve the issue. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.